Event description:
A malfunction alarm was reported, and it was determined that the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on how to reset the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump while being advised to call back if any further issues arise.